Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced corroded right, left iui. Lvp lifted keypad recall completed. Replaced door assy with keypad. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the fsa pressure sensor-12 pack. A review of the device history record showed the device had a manufacture date of 26 apr 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarms for no apparent reason. When connected to the pcu, it displays "check IV set". No additional information was provided. There was no patient involvement.

Manufacturer narrative:
H9: z-2718-2020. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced corroded right, left iui. Lvp lifted keypad recall completed. Replaced door assy with keypad. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 26apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the fsa pressure sensor-12 pack. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarms for no apparent reason. When connected to the pcu, it displays "check IV set". No additional information was provided. There was no patient involvement.